Event description:
A 250ml lipid infusion was to run over 12 hours. Seven hours after the infusion was started, the infusion pump detected air in the tubing. The bag was empty. The pump settings were correct - 21ml/hr for 250ml total. The pump still showed 119ml were left to be infused. A triple pump was used and the other channels were working correctly. The lipids were infusing through channel b.